Manufacturer narrative:
(B)(4) date sent: 3/20/2025 d4: batch # 433d01. Additional information was requested and the following was obtained: "5mm trocar we had break in half during a procedure yesterday while it was inside the patient. The camera was in this port at the time it broke." "1. Did any piece detach/fall into the patient? 1. No 4. Could you please clarify if there were any patient consequences? 5. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? 4/5. No patient consequences or changes to post op care." This is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show an open package labeled as cb5lt, in a second image we observe a trocar used with body fluids and broken in the tube area. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the trocar broke while the device was inside the patient but no patient harm. The camera was in the port when the trocar broke. It is unknown how the case was completed. No patient harm was reported.